Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed that there were wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the distal end of the catheter, 0-10cm from the distal housing. During the flush test, the device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically, following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure, however, it was not possible to identify the probable cause of the observed failure. Regarding the reported catheter difficult to flush and device entrapped air, the as-analyzed cause code of cause linked to device but unable to trace more specifically is assigned, following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion, measuring 31 mm in length with a vessel diameter of 2.5 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. Before the procedure, during flushing outside the patient, the catheter tip was found to be blocked and could not be flushed, preventing air removal. Further testing outside the patient showed persistent flushing failure and a black image display. The device could not generate a normal image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion, measuring 31 mm in length with a vessel diameter of 2.5 mm, was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. Before the procedure, during flushing outside the patient, the catheter tip was found to be blocked and could not be flushed, preventing air removal. Further testing outside the patient showed persistent flushing failure and a black image display. The device could not generate a normal image. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).